Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift column power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was a problem with the lift column power supply on the 9800 system. It was noted that intermittently, the column would not move in the down direction. This issue was discovered during a pm. There was no report of pt injury.